Event description:
Female, hospital pt was found, by a nurse entering the room for an IV check, on the floor, with her head facing the foot of the bed, head, torso and left leg on the floor, and the right leg was entangled between the mattress and the side rail. The pt was unresponsive and pulseless. Two nurses were unable to get the pt's foot dislodged to return her to bed. When the third team member arrived, they got the pt in bed and resuscitation ensued, the pt was intubated and transferred to the intensive care unit. The family decided to make the pt a dnr (do not resuscitate) and remove life support. The pt expired 12 hrs after the initial fall event.